Event description:
A male patient with a history of previous mi, previous CABG, hypertension, renal failure was admitted for elective coronary intervention of a 100% (cto), de novo, 80mm long, type c lesion in a saphenous vein graft to the rca. The svg was 3.0mm in diameter. Pre-dilation was not conducted. A 3.0x18mm cypher stent was deployed to 18atm for 30 seconds. A 2nd 3.0x18mm cypher stent was deployed to 18atm for 30 seconds. Additionally, a 3.0x23mm cypher stent was deployed to 8atm for 30 seconds. Finally a 4th cypher stent, 3.0x28mm was deployed to 18atm for 30 seconds. All four stents were overlapping. Post-dilation was not conducted. Ivus was conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual % of stenosis was 0%. Act was not measured. The patient was released on ticlid and aspirin. Approximately seven months later, the patient complained of chest pain and returned to the hospital. Angiography revealed a thrombus inside the entire stented segment in the svg to the rca (within all four cypher stents). To treat the thrombus, aspiration and balloon angioplasty were conducted. A new stenosis was also observed at the proximal anastomosis of the svg; proximal to the cypher stents. Physician's comment: the probable cause of this event might be due to the fact that the anastomosis site of the svg was stenosed and so the flow of the cypher implanted area became worse.

Manufacturer narrative:
Device is not distributed in the us; however, it is similar to us product. This is one of four reports submitted for the same event. Please reference MFR. Report #'s: 9616099-2006-00772,-00773,-00774, and -00775. Additional information will be submitted within 30 days of receipt.